Event description:
It was reported to philips that the device failed the pacer test in the operational check. It was also reported that the device displays a red blinking 'x' and periodically chirps. There was no reported patient involvement.